Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed. Analysis indicated that the outer insulation was ruptured. Concomitant medical products: 6944-65 lead, implanted on (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
The pacing lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.